Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 2000 mcg/ml at 594 mcg/day via an implantable pump for spinal pain. It was reported that the patient experienced slight discomfort at the pump site at multiple appointments. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). The discomfort had increased since her last replacement in (B)(6).  Surgery was performed to move pump from abdomen to flank. It was noted that 57 cm was trimmed from the catheter and the catheter access port was successfully aspirated. The catheter was primed due to catheter aspiration.  There were no known environmental/external/patient factors that may have led or contributed to the issue.  No diagnostics were performed. The issue was resolved at the time of the report.  The patient's medical history was unknown.  The patient was without injury regarding their status as of (B)(6) 2021.